Event description:
The physician partially delivered the graftsmaster stent in the proximal left anterior descending artery (lad) to treat a free perforation of an unknown size. He then attempted to re-position the stent but it would not cross the lesion. The stent slipped off the deployment balloon, was deployed and implanted in the proximal lad. It did not seal the perforation and the patient was taken to surgery. She was discharged and is "fine."